Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the quick release not locking into site while sitting. The site of location was on the back of arm as reported by the healthcare professional and the pump was on the same side (left). The infusion had been used for two hours and they were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.